Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare (f&p) field representative that the connector of the 950n81 neonatal ventilator dual heated circuit kit was loosely fitted to a third-party ventilator, causing the ventilator to alarm. The healthcare facility reported that the patient felt unwell and later passed away. F&p are currently in the process of obtaining further information regarding the reported event.

Event description:
A healthcare facility in finland reported via a fisher & paykel healthcare (f&p) field representative that the connection of the 950n81 neonatal ventilator dual heated circuit kit to the pressure line was not securely fitted, and would detach during treatment, triggering an alarm on the third-party ventilator. The healthcare facility reported that the patient felt unwell and later passed away. Additionally, the healthcare facility stated that they do not believe the reported issues with the subject 950n81 neonatal ventilator dual heated circuit kit were related to the patient's outcome. The healthcare facility subsequently provided a video demonstrating how they usually connect the pressure line tubing to the 950n81 neonatal ventilator dual heated circuit kit.

Manufacturer narrative:
(B)(4). Section d4: device details including lot number, and UDI field left blank as these were not provided by the healthcare facility. Section g4: the 950n81 neonatal ventilator dual heated circuit kit is not sold in the united states of america (USA) but instead a similar product, 950n81j neonatal ventilator dual heated circuit kit is sold in the USA. Therefore, the 510(k) number for the 950n81j neonatal ventilator dual heated circuit kit has been used. Method: the subject 950n81 neonatal ventilator dual heated circuit kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the reported information and video provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the connection of the 950n81 neonatal ventilator dual heated circuit kit to the pressure line may not have been securely fitted and detached during patient use, generating an alarm on the third-party ventilator. The healthcare facility stated that they do not believe the reported issues with the subject 950n81 neonatal ventilator dual heated circuit kit were related to the patient's outcome. Upon reviewing the video provided by the healthcare facility, it was noted that the pressure line elbow was not fully inserted into the pressure line port on the expiratory limb of the circuit featured in the video. Conclusion: we are unable to determine the exact cause of the reported event. It is noted that the pressure line elbow may not have been securely connected to the port on the expiratory limb of the 950n81 neonatal ventilator dual heated circuit kit. All 950n81 neonatal ventilator dual heated circuit kits are visually inspected and pressure tested prior to being released for distribution, and those that fail are rejected. The subject 950n81 neonatal ventilator dual heated circuit kit would have met the required specifications at the time of production. The user instructions which accompany the 950n81 neonatal ventilator dual heated circuit kit cautions the user of the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death.